Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the partially lit screen was caused by a faulty front panel. However, the specific cause of the faulty front panel was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that one segment of the display was defective due to the front panel being defective, requiring replacement; error code e03 (pressure sensor abnormality) was found in the error log. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the insufflator had a defect in the display. The issue was found prior to the procedure. There were no reports of patient harm.